Event description:
Pump declared an altitude alarm, and customer's blood glucose remained within the range of 54-500 mg/dl, suggesting no adverse impact. Customer initially faced issues resuming insulin delivery after troubleshooting steps like cleaning pump speaker holes and attempting to reconnect the cartridge, with technical support advising to wait two hours for moisture to evaporate. Successful resumption of insulin delivery occurred after waiting period, with technical support informing customer that pump was likely affected by condensation, humidity, or water and providing tips to prevent future altitude alarms.